Manufacturer narrative:
The drill guide was returned to the manufacturer for analysis. Analysis found that the weld had broken on the shaft of the drill guide releasing the shaft from the handle. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the universal drill guide (udg) shaft had separated from the drill handle. There was no patient present when this issue was identified. It was reported that the cause was unknown.